Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-03615. Reference MFR. Report# 1627487-2019-03616. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-03615; reference MFR. Report# 1627487-2019-03616.